Manufacturer narrative:
Insulin pump received with blank display and constant tone. After disconnecting and reconnecting the electronic assemblies stack the unit powered up properly, problem isolated to electronic assemblies.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had blank display. The customer¿s blood glucose level was 2.9 mmol/dl. The customer also stated that pump was beeping and display did not return after inserting new battery. The insulin pump will be returned for analysis.